Event description:
The recipient is reportedly experiencing pain at the implant site. Programming adjustments were made; however, the issue did not resolve. The recipient had a previous prescription of gabapentin for fibromyalgia, that was increased for the pain at implant site. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain has reportedly resolved. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.